Manufacturer narrative:
(B) (4)

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the haptic tore. The cartridge tip was in the incision, but there was no pt contact with the lens. There was no pt injury. The reporter stated another same model lens was implanted.